Event description:
The customer observed falsely decreased co2 results generated on the alinity c processing module for one patient sample. The following results were provided: (B)(6) 2026 sid (B)(6) 72 year old female: initial co2 result (B)(6) = 18.71 meq/l, repeat result (B)(6) = 25.07 meq/l, repeat result (B)(6) = 27.11 meq/l, repeat result (B)(6) = 27.18 meq/l no impact to patient management was reported.

Manufacturer narrative:
Corrected information in sections d3 - email and g1 - mfg site email. An instrument log review was performed on the complaint analyzer as well as the customers other alinity c processing modules. This review concluded the customer¿s analyzers experienced a significant percent of clots compared to other instruments. The clot error rate, liquid level sense issues, and aspiration errors overall are higher than expected. Therefore, preanalytical sample integrity issues cannot be ruled out as a potential contributing factor of the result issues associated with this complaint. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased co2 results generated on the alinity c processing module for one patient sample. The following results were provided: on (B)(6) 2026, sid: (B)(6), 72-year-old female: initial co2 result (B)(6) = 18.71 meq/l, repeat result (B)(6) = 25.07 meq/l, repeat result (B)(6) = 27.11 meq/l, repeat result (B)(6) = 27.18 meq/l no impact to patient management was reported.